Event description:
It was reported that the colonovideoscope had a flickering image. The event occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: occasional e216 scope communication error codes and no image. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.